Event description:
It was reported that the patient presented to the hospital after the implantable cardiac monitor (icm) stopped working. After examination, the health care professional explanted the icm on (B)(6) 2022. Patient condition is unknown.